Event description:
It was reported that pump screen was dark and would not turn on despite multiple attempts to power it on, including pressing button in different ways and connecting to a power source, while pump showed red light and repeated vibration. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to an alternative method of insulin therapy.